Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is not delivering the set fio2 %. The fio2 cell was replaced and tried to calibrate it but the blender is not moving. The fio2% setting was changed and is always delivering 21%. No patient involvement.